Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate following an the newest software update, and there was concern regarding possible radio frequency (rf) telemetry disablement. Technical services (ts) reviewed the available information and discussed that further troubleshooting with was needed to restore communicator connectivity and evaluate the device battery status. Ts noted that an "implanted device not found" message would be expected if rf telemetry had been disabled. No adverse patient effects were reported. This pacemaker remains in service.